Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one temperature sensing catheter received without the original packaging. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 60:40. This met specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. This met specifications per the standard since the balloon filled completely without holes or tears. This met specifications per the standard since no holes or damage were found on the shaft during testing. The active length of the catheter balloon was measured (0.6885") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. The product was not used for diagnosis or treatment. It was determined that the product had no relationship to the event due to the investigation being unconfirmed through sample evaluation. The product met specifications.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the temp sensing foley catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked from the temp sensing foley catheter during pretest.